Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (720 mg/dl) and mild ketones. Customer was treated with dual intravenous treatment and insulin therapy. Customer was discharged the following day with the issue resolved and no permanent damage. Customer alleged the pump may not be delivering insulin; however, pump system check performed with tandem technical support confirmed the pump was performing as intended. Tandem clinical diabetes educator followed up with the customer who reported blood glucose is responding as expected and the cause for the event is unknown but customer had changed the infusion site before the elevated blood glucose started. Customer was educated that a kinked cannula or cannula in scar tissue can cause or contribute to elevated blood glucose. Customer acknowledged.